Manufacturer narrative:
Bayer service visited the customer site and performed a checkout of the medrad® intego pet infusion system. The system was found to perform to specification. There was no evidence of product malfunction. Bayer product analysis reviewed the photograph provided and found the vial label had been misapplied by the radio-pharmacy, subsequently causing the vial to get stuck before it could be properly seated in the bottom of the vial shield bore. The misapplication of the label caused the label to peel upward and fold over on itself as evident in the photograph provided. When the label folded over, this caused the vial to be suspended some distance from the bottom of the vial shield allowing the sas needle assembly to pierce through the bottom of the glass vial upon insertion. In summary, the reported symptom occurred due to a misapplication of the vial label by the third party radio-pharmacy.

Event description:
The customer reported the following: the glass bottle in the vial shield was observed to be broken. There was no adverse event or injury reported.